Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. User error should be considered.

Event description:
On (B)(6) 2014, the reporter contacted animas and alleged the patient had a blood glucose (bg) over 500 mg/dl with extreme thirst, no ketones. Patient discontinued pump prior to call. During troubleshooting, customer support found that the time and date were correctly set, the bolus/basal histories were consistent with the programming, but that the bolus settings (I:c ratio, isf, bg target, iob) were incorrectly programmed, as were the basal/temp basal settings. Cs attributed the bg excursions to training/misuse and referred patient to a health care provider for diabetes management. Patient will continue on pump. This complaint is being reported because the patient experienced hyperglycemia related to training/misuse.

Manufacturer narrative:
Follow-up #1: date of submission 6/13/2016. Device evaluation: the device has been returned and evaluated by product analysis on 05/20/2016 with the following findings: no defect was found. Testing was unable to duplicate the complaint, the pump information for the complaint date has been overwritten. The black box begins on (B)(6) 2016. Due to continuous use of the pump the black box data/histories for the event have been overwritten. Available daily insulin delivery totals correctly reflect the users programmed basal rates.. Pump passed delivery accuracy test and was found to be delivering within required range and delivering accurately.